Event description:
It was reported that during the insertion of a screw at t-11 part of the threaded distal end of the matrix holding sleeve broke off from the holding sleeve; it was retrieved. Insertion of the screw was completed with a standard screwdriver shaft. No further delay in the case. The procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional manufacture date: september 1, 2011. A review of the device history records was completed: avalign technologies-nemcomed manufactured the holding sleeve-long, part number 03.632.036, and lot number 6611824. Initially, the part conformed to the supplier¿s certificate of conformance synthes final inspection sheet. There were no material review reports, one non-conformance report for the thread pitch/major diameter out of specification: the affected parts were reworked and the non-conformance report was close, and no complaint related issues with this lot. A manufacturing evaluation was completed: device received with damaged thread tip; fragment accompanied complaint. The dimension that could be measured were measured and passed; not all dimensions could be measured due to the damage to the device. Based on the evaluation and the unknown cause, this complaint is considered confirmed but is not manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was conducted. The report indicates that the reported instrument and similar device are holding sleeves with the same design, one is a short version and other one is a longer version. The matrix spine system includes 5 holding sleeves for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. The applicable technique guides ((B)(4)) illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Upon inspection of received device, it confirmed that half of the first two threads are broke off from the distal tip of this locking holding sleeve. Damage seen is not considered a worn out tip as originally reported. Improper use of this holding sleeve can contribute to the hazard confirmed in this complaint. The applicable associated drawings ((B)(4)) were reviewed. The tip geometry on the inner sleeve was changed to a more constant outer diameter, and the material of the outer sleeve changed from radel plastic to anodized titanium in dco (B)(4). The received instrument of lot #(B)(4) was released in (B)(6) 2011, after the implementation of these changes. The device design was found to be adequate for its intended use and did not contribute to this complaint condition. In conclusion, this complaint is confirmed as tip damage of the returned instrument is verified. This complaint condition was likely caused by improper loading, most likely off-axis application of the screw: sleeve interface or force applied while the sleeve was not fully seated in the screw as previously explained. This complaint condition is adequately covered by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.